Manufacturer narrative:
The investigation determined that two non-reproducible, higher than expected vitros troponin I es results were obtained for two different patient sample using vitros tropi es reagent on a vitros 5600 system. The most likely assignable cause was determined to be analyzer related. A pre-service within run precision test failed indicating unacceptable instrument performance and service actions were performed on the instrument. Insufficient customer maintenance or an unidentified reagent issue cannot be ruled out as contributing factors. Additionally, the investigation confirmed that the sample involved had not been processed in accordance with the sample collection device manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer complained after observing two non-reproducible, higher than expected vitros troponin I es results for two different patient sample using vitros tropi es reagent on a vitros 5600 system. Patient a result: 1.630 vs expected <0.012 ng/ml. Patient b result: 0.494 vs expected <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The results were reported from the laboratory and corrected reports were later issued. There were no allegations of patient harm as a result of these events. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).